Event description:
Supplemental required for additional information.

Manufacturer narrative:
The device was not returned after multiple attempts. This event is reported solely on the information provided by the customer. An investigation of similar complaints revealed several potential causes, including damages to the alarm sensor receptacle or contamination issue with the printed circuit board. Damage to the sensor receptacle can cause the pins inside to become stuck down, either triggering no alarm or false alarm. A review of the unit¿s device history record (DHR) did not reveal any issues that could have contributed to the reported incident. The device was shown to have passed all verification testing and met manufacturing specifications prior to being released for distribution. Being that the device is over two years old, it is likely the cause is expected normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file #(B)(4).

Manufacturer narrative:
Evaluation codes: product is scheduled to be returned but have not been received by manufacturing at the time of this report. Therefore, this event is reported solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limit for this failure mode will be assessed, documented and acted upon as warranted. Manufacturing reference file # (B)(4). No product returned at this time.

Event description:
Customer reported the alarm does not sound when it should. The customer has tried a brand new chair belt and the alarm still does not go off once the belt is released. The date the issue was discovered is unknown and no patient incident or injury was reported.